Event description:
The customer reported non-reproducible, elevated troponin I (access accutni+3) results, for one patient, involving the access accutni+3 reagent used in conjunction with the unicel dxi 800 access immunoassay system. An initial result of 1.08 ng/ml was obtained and released out of the laboratory. As a result, the patient was admitted to the hospital and was diagnosed with pneumonia and elevated troponin. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome to date. Subsequent testing of the patient's sample, on an alternate access 2 system, generated lower results of 0.03 and 0.03 ng/ml, within the normal reference range. The customer indicated amended reports were issued to the hospital. The patient's plasma samples were collected in 13x100 mm lithium heparin tubes. The customer noted the samples were normal in appearance. No sample integrity issues were noted. Quality control was within specification prior to and following the event. No system issues were reported. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. The field service engineer (fse) verified instrument performance and successfully completed system check, high sensitivity system check, and a 15-replicate precision test, utilizing level 1 quality control (qc) material. The fse did not note any system issues. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information.